Event description:
Reportedly, during pt use, a circuit occlusion alarm and a sustained occlusion alarm occurred. The pt was removed from the ventilator, ambu-bagged and then transferred to another ventilator. There were no reported adverse pt effects.

Manufacturer narrative:
(B)(6). The device has not been received for investigation. Upon return, a detailed analysis will be performed and included in a supplemental report.